Event description:
Hill-rom received a report from the account stating the nurse call is not functioning. The bed was located at the account in room 680. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to a missing communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 - 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician installed a new communication cable to resolve the issue. Based on this info, no further action is required.